Event description:
Patient death related to model number: qd1000mlfb due to entrapment.

Manufacturer narrative:
Patient died entrapped between the mattress and side rail on (B)(6) 2023. Mattress manufacturer was notified on 09/07/2023 by importer. Importer conducted an investigation on 08/31/2023. Sales representative conducted an investigation of the bed frame on 09/05/2023 it is believed that the nursing home assembled the beds themselves. It is unknown by the administrator / director of care exactly how this would of happened. What is known: bed was properly setup. Rails were not loose. Geomattress max mattress was the surface used and it was in position inside the 4 corner brackets and is the correct size for the bed. The resident was found deceased between the rail and the mattress by the edge of the side rail (in the area of zone 4 of the ½ head rail) (B)(6) 2023. The rounded part of the rail towards the foot-end of the bed. A thorough overall review of the bed was conducted by the facility, importer and manufacturer representative and they were unable to find any faulty conditions. No autopsy was performed. Actual cause of death is unknown. The investigation found no issues. This is the first reported death on this surface. The geo-mattress max is designed with a firm perimeter. It is documented to meet hospital bed safety workgroup (hbsw) dimensional guidelines as published in the FDA's hospital bed system dimensional and assessment guidance to reduce entrapment and health canada's guidance document adult hospital beds: patient entrapment hazards, side rail latching reliability, and other hazards when used in conjunction with appropriately sized span beds, such as the advantage bed, assist devices, rails, head and footboards. Given the information and investigation, no corrective action is needed at this time.

Event description:
Patient death related to model number: qd1000mlfb due to entrapment.

Manufacturer narrative:
The incident happened on (B)(6) 2023. The user facility reported to the manufacturer on august 29, 2023.